Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 (air in line) alarm that appeared on the homechoice display during drain 3 / 12. The home patient (hp) had not disconnected since the start of therapy. Upon noticing fluid on the floor, the caregiver (cg) inspected the patient line and found that the line was damaged. The technical service representative (tsr) assisted the cg disconnect the hp using aseptic technique, troubleshoot the alarm and end therapy. The cg agreed to notify the peritoneal dialysis nurse before starting over with new supplies. During a follow up with the cg regarding the leak and the alarm, the cg explained that she later discovered there were abrasion / laceration on the cassette tubing. The cg added that the source of the leak was the abrasion. The cg stated that she had opened 2 more cassettes from the same box, and felt with her finger tips prior to setup, and found the same problem. The cg stated that she then tried a cassette from a different box, and found no defects and had no issues during therapy. Per cg, she did notify the nurse, effluent culture was performed, and the results (B)(6). The cg confirmed that the hp did not have any injury or harm as a result of this incident. Per cg, hp is doing fine and continuing therapy without issues. No patient injury or medical intervention was indicated at this time. No further information was provided (first of 3 emdrs).

Manufacturer narrative:
The purpose of this investigation was to determine the cause for the disassociation of the tibial insert from the tibial base plate. Macroscopic analysis was performed on the retrieved insert. The proximal articulating areas of the insert showed minimal wear. A curved area of wear and deformation due to the insert riding on the tibial tray anterior locking mechanism after disassociation was observed on the distal surface (figure 2). Severe damage of one of the dovetails was observed (figures 2 and 4). A fully locked insert would show mild rounding of the anterior locking mechanism. The anterior locking mechanism showed partial upward deformation (figures 2 and 3) suggesting that the insert was not fully engaged into the tibial base. The features observed on the insert suggest that the partial engagement of anterior locking mechanism may have contributed to the disassociation of the insert from the tibial base. Damage of the distal surface may have occurred due to the insert riding on the tibial tray after disassociation.

Event description:
It was reported that revision surgery was performed due to disassociation of the tibial insert.